Event description:
The catheter introducer hub broke during deployment. A technician assisted the doctor by holding the delivery system on to the introducer. The filter was deployed in the target location.

Manufacturer narrative:
Hub broke on the introducer catheter during filter deployment. A technician assisted the md by holding the delivery system onto the introducer. The filter was placed at the targeted location with no pt injury or complications reported. Both dilator hub and introducer sheath hub were broken off. A non-co male luer was used. This male luer has a longer and larger tip than the male luer of the co's storage tube. The co's storage tube male luer is custom. The instructions for use states: "note: the introducer hub has a special internal design. Care should be taken to make connections firmly, but without excessive force that may cause breakage to be hub." Lr lot# 52955-3 (another co's lot# 4ubc70), received on 10/14/94 and 52955-4 (another lot# 4wbc88) and received 11/15/94. A review of the device history record for lot 02-065713 confirmed that this device was subjected to and satisfied all current quality standards specified in the applicable device master record. The use of a different male luer forced the female hubs to break off.